Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated my manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through the left radial vein. The 95% stenonsed lesion was located in the severely tortuous radial vein shunt. The physician inserted an unspecified sheath. A non bsc guidewire was positioned in the intended location. The physician then advanced the 4.0 x 20/40 sterling over the wire balloon catheter to the lesion and inflated the balloon four times, the 1st inflation to 8atm, 2nd inflation to 10atm, 3rd and 4th inflation was to 12atm and the balloon ruptured. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patients¿ status is good.